Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc catheter broke / separated from hub "right dorsal foot venipuncture indwelling needle placement by nurse practitioner at 10:52 on 4.10 4.11 during the operation by the operating room to replace the left dorsal foot needle placement 4.12 day 09:10 intravenous input is completed to oral antibiotics, after a full assessment to remove the indwelling needle, observation of the pillow core intact, to be discarded 4.12.22 at 22:45, when the mother of the child was walking to the nurse's station with the child in her arms, the nurse found that the dorsum of the child's left foot was red and swollen at the puncture site, and a 1-mm transparent cylinder could be seen, which was considered to be residual at the tip of the needle, and the on-duty doctor was informed immediately. At 22:48, after the doctor's examination, the transparent cylinder was removed in accordance with medical advice, and the doctor checked again with two people did not find the rest of the fracture residue, the transparent cylinder was intact, and the child's consciousness was clear, there was no crying or discomfort, and continued to be observed in accordance with medical advice. At 23:20 reported to the head nurse and fill in the medical device adverse event."

Manufacturer narrative:
Annex a code updated to a0401 break.

Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history record review could not be performed as no batch/lot number was made available for this reported event. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Ar-code--a review of the applicable fmea/euraindicates that the potential risk of the reported event was assessed appropriately in the risk management documentation root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information provided.